Manufacturer narrative:
(B)(4). The actual device has been returned to the manufacturing facility for evaluation. Visual inspection revealed the sheath to be kinked in two places. The valve was noted to be removed from the valve housing. The valve was inspected more closely under magnification and a tear was noted. An evaluation of retention samples from the reported lot as well as the surrounding lots manufactured was conducted. Visual examination of the samples confirmed there were no visual defects. Leakage testing revealed no leakage of the devices. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The investigation results verified that the retention samples were normal product with no anomalies which would lead to the reported leak. The exact cause of the reported event cannot be definitively determined, based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the device leaked from the valve. Follow up communication with the user facility confirmed the following information: this event happened during a simulated use case of the precision design validation; the doctor noted that the device leaked from the valve; a doctor, that was not familiar with the product tried to unscrew the dilator from the sheath and the sheath kinked, for this event refer to MDR 1118880-2016-00234; and (4) there was no patient involvement, this was a tissue model.